Manufacturer narrative:
Reference reports 3003853072-2017-00136 and 3003853072-2017-00137 for this event. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the top thread of two pedicle screws sheared off while attempting to final tighten the closure tops. The tower reducer was being used and the rep felt that it was off-axis with the tulip of the pedicle screw in both instances. The pedicle screws were removed and replaced. There was no appreciable delay to surgery and there were no reports of patient injury.this is report two of two for this event.